Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There was no patient involvement. This event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they need to transfer patient. When they powered arctic sun device s/n #(B)(6) back on the screen read enter password. Confirmed they attempted to cycle the power, but the enter password message remained on the screen. Advised nurse to send device to biomed for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they need to transfer patient. When they powered arctic sun device s/n #(B)(6) back on the screen read enter password. Confirmed they attempted to cycle the power, but the enter password message remained on the screen. Advised nurse to send device to biomed for repair.